Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (¿add gel/replace belt¿ messages) was confirmed due to the electrode belt ECG "a&b" cable being cut, damaging wires in the cable. The belt did not pass detect and treat testing. The root cause for the cut cables was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of (B)(4). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.